Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that they identified six leaking 100 ml cadd cassettes. The other five cassettes leaked from the same location. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One cassette was received for evaluation. No damage or anomalies were observed upon visual inspection. The device was functionally tested, and a leak was observed to be coming from the internal bag at the seal of the bag. The complaint of leakage can be confirmed due to the failure mode observed of leakage at the internal bag seam. However, root cause analysis is being addressed through further investigation. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.